Event description:
New information received indicates that the patient was doing well.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received an inappropriate shock for svt. Programming changes were recommended. The patient was doing well and is stable.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Event description:
New information received indicates that the device was explanted.